Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component codes, h11. A getinge field service engineer (fse) evaluated that x4 reading at 238 psig. Subject unit used 10 hours in between march (last pm) and september 2024, thus very low usage, raising concerns about helium leaks. Cathlab staff, in reply to my inquiries expressed no concerns with the unit leaking helium. Noteworthy, successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit without issue, as part of the pm. Identified x5 coming down from 201 psig - 195 psig in about 5 minutes, while connected to the cart. X4 originally at 238 psig. Replaced tank(d997-00-0565) for a full sealed tank. Post replacing tank, identified x4 initial reading at 2109 psig, going down to 2107 in about 20 minutes, all while console connected to the cart, thus pointing to a leak. X5 lost about 2 points of pressure. Disassembled unit for inspection. Nothing unusual identified with the unit. Unit clean inside, dust free. Adjusted fll manifold check valve a few millimeters without effort, feeling somewhat loose. Post adjustment, x4 lost about 2 psig of helium while connected to the cart in about an hour. Left unit charging overnight from 10-11 september, with x4 reading at 2108 psig. On 11 september, identified x4 reading 1992 psig. Replaced fll manifold assembly, as well as o ring of the quick disconnect connector in the console, both as a precaution, as they both look in good condition. Helium lines in the high-pressure regulator secured and snug. Post replacing the aforementioned parts, completed an all-manifold test. Post completing an all-manifold test, identified x4 holding steady at 1935 psig throughout the test. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.unit returned to customer.the defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The part was not leaking. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.